Event description:
Procedure type: esophagectomy. According to the reporter: the surgeon was able to suture one side but when toggling to the other side both jaws locked. This did not occur while on tissue but inside the pt's cavity. The surgeon manually pulled the handles apart at the proximal end of the device, it opened but the needle disengaged into the cavity. The needle was still attached to the suture and was completely retrieved. A new device was opened to complete the case. There was no report of pt injury, unanticipated blood/tissue loss, or extended or time.

Manufacturer narrative:
Date of initial report: 06/25/2009.